Event description:
Same procedure as MFR#6000093-2007-00194. It was reported that post coronary stent procedure, a dissection occurred. The original procedure was performed in 2006. During a ptca procedure, a liberte monorail stent was deployed in the severely calcified 80% stenosed, mid left circumflex (lcx). The procedure was successful and the pt was discharged. Three days post procedure, the pt returned complaining of chest pain and it was noted that there were changes in the EKG. They discovered an acute instent thrombosis. The physician attempted to treat the thrombosis with a 3.0x15mm maverick balloon followed by the 3.0x15mm quantum maverick balloon. The number of inflations and to what pressures is unk. It was noted after using the quantum maverick balloon that a vessel dissection had occurred. The pt was having chest pain during this time. Two 3.0x8mm liberte' stents were placed to treat the dissection. There were no further pt complications. Pt status listed as "ok".

Manufacturer narrative:
The device was disposed at the user facility. The root cause of the event is unk.